Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an ablation procedure, while mapping, a perforation occurred. It was suspected the flexibility catheter perforated the left border of the heart and the patient became hypotensive. The perforation was diagnosed with a trans-thoracic echocardiogram and a pericardiocentesis was performed, which stabilized the patient.